Event description:
Reportedly a dialysis pt's foot slipped under the base of the cane. The pt fell spraining their ankle and fracturing their right patella. Pt was hospitalized and then placed into a skilled care facility for rehabilitation. The pt expired in 2002 due to complications from health conditions that were not related to the incident.